Manufacturer narrative:
Unit passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays, multiple insulin pump error alarms noted during testing. However, unit had formatted history file confirmed insulin pump error alarm due to a software error.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm. Customer stated that they were able to clear alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.